Event description:
Hcp reported the pt had a staph infection of the pump pocket. The device system was removed and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.